Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the tip of the scorpion needle broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit (B)(6) 2023: the needle broke off inside the patient. The broken piece was retrieved from patient.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken needle tip. The most likely cause was determined to be misuse due to user error as dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. No change in harm was identified.